Manufacturer narrative:
DHR review confirmed that the device was correctly labeled. Report of histrionical event. The event occured between (B)(6) 2010 and (B)(6) 2013 when k020214 was not listed against a manufacturer. Matorhto is making this report to cover this period when the device was not available in the USA for commercial reasons.

Event description:
Patient underwent surgery on the right knee. Matortho representative noted that the patient label in the implant book was for a left tibial insert. Surgeon was familiar with the implant.